Event description:
New information provide: the device was removed transurethrally through a ureteroscope under general anesthesia, not percutaneously with a laparoscope as originally reported. The device will not be returned, it was discarded by the customer.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. There was no adverse event or reportable product malfunction. There was no serious injury to the patient. Clarified information revealed that the patient did not require percutaneous removal of the device. Device code: appropriate code not available: there was no serious injury. There was no reportable device issue. This report includes information known at this time. Based on additional information received, there was no serious injury to the patient and no reportable product malfunction, therefore a follow up report will not be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during removal of a universa firm ureteral stent from the right ureter, the stent was covered with stone (encrustation) making it difficult to remove. The physician removed the stent with a laparoscope under general anesthesia. The patient did not experience any adverse effects as a result of this occurrence. No unintended section of the device remained inside the patient's body. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.